Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the healthcare provider (hcp) passed the extensions from the device pocket towards the head using the dual carrying tunneling tool. A crack was heard and the tunneling tool was removed. The dual carrying tool had snapped and a section remained inside the pt. An incision was made to remove the dual carrier. The extensions were removed. The hcp re-tunneled two new extensions. The pt recovered without sequela.